Manufacturer narrative:
Explant date: date is best estimate.

Event description:
It was reported that the patient underwent a procedure to implant a new tactra malleable penile prosthesis (mpp) following explant of their previous mpp on an unspecified date for unknown reasons. No further information is available at this time. Additional information was received indicating the mpp was removed and replaced due to infection; the date of explant could not be obtained. No further patient complications were reported. The explanted product is not expected for return.